Event description:
The patient's device was checked and found to have high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.